Event description:
A 65-year-old male with no significant known past medical history presented with chest pain and shortness of breath. The patient was taken to the cardiac catheterization laboratory and underwent percutaneous coronary intervention. Following the procedure, the patient experienced worsening shortness of breath and pulmonary edema with an elevated end-diastolic pressure, and an impella cp device was placed for hemodynamic support. On the same day, due to worsening hemodynamics, the decision was made to escalate the patient to an impella 5.5. Following placement of the impella 5.5 via a vascular graft to the right axillary artery, oozing at the access site occurred requiring abortion of placement. Vascular surgery treated the access site and a mini thoracotomy was carried out to access the anterior aorta for direct placement of another pump. During this procedure, the patient was still supported with the previous impella 5.5 and a direct exchange of both pumps was carried out. Following implantation, in the intensive care unit, the patient developed supraventricular tachycardia. He was treated with magnesium and dobutamine rate was decreased. The patient¿s heart rate returned to normal. After two days, the patient could be successfully weaned and the impella 5.5 was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: h6 component code changed from g04105 to g07003. The investigation for the tachycardia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.